Manufacturer narrative:
(B)(4). Concomitant devices: item: 00-0903-2626, 3.5mm locking cortical screw with t15 hexalobe, size 26mm, lot: 171334-j; item: 00-0907-3760, 3.5mm cannulated locking screw, 60mm, lot: m72783-d; item: 00-0907-3760, 3.5mm cannulated locking screw, 60mm, lot: m72783-d; item: 00-0907-3755, 3.5mm cannulated locking screw, 55mm, lot: m70765-d; item: 00-0903-2528, 3.5mm self tapping cortical screw with t15 hexalobe, size 28mm, lot: 171316-j; item: 00-0903-2524, 3.5mm self tapping cortical screw with t15 hexalobe, size 24mm, lot: 178768-j; item: 00-0907-2104, 130° x 3.5mm lpf plate x 4 hole, lot: 046734-g. The customer has indicated that the product is in the process of returning to orthopediatrics for evaluation. Multiple MDR reports were filed for this event, please see associated report: 30064660162-2020-00045.

Event description:
It has been reported that during the planned removal of a locking proximal femur plate, two screws fractured. A delay greater than thirty minutes was noted. No patient consequences were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: date of this report: 5/15/2020. Type of report: follow-up. Type of follow-up: additional information, device evaluation. Device evaluated: yes. Device manufacture date: 12-jan-2018. Event problem and evaluation codes: method code(s): 3331 - 10 - 4110; result code(s): 3252; conclusion code(s): 22 - 4315. Screw was evaluated and the reported fracture was confirmed. A DHR review was conducted and no manufacturing discrepancies were identified. A review of the applicable risk management file was conducted and identified bending and or fracturing post-operatively. This risk falls within the acceptance criteria. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Orthopediatrics will continue to monitor for trends.